Event description:
It was reported that the patient experienced loss of stimulation and loss of therapeutic effect at the lead location following a fall at home. The fall was noted to not be related to the device. Reprogramming was performed, but the patient was unable to regain lower back coverage. It was noted that the patient was not receiving effective therapy and does not have a greater than 50% symptom reduction. The manufacturer representative reported that the loss of stimulation and therapeutic effect was presumed to be caused by lead migration, though no tests have been performed to confirm this. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was getting a 50% or greater symptom reduction. It was noted that the leads were broken. The cause of the event was not determined but was noted to be device related. It was noted that the patient recovered without permanent impairment.